Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for anti-tachycardia pacing (atp) therapy delivered to convert an arrhythmia. Review of the stored electrogram confirmed the atp was inappropriate due to oversensed noise on the right ventricular (rv) channel. Further in clinic assessment of the rv lead could be performed if clinically appropriate. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
It was reported that another alert was generated for anti-tachycardia pacing (atp) therapy delivered to convert an arrhythmia. Review of the stored electrogram showed recorded non-sustained ventricular tachycardia (nsvt) events. Oversensing of noise resulted in pacing inhibition and detection of intervals in the ventricular fibrillation (vf) zone. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for anti-tachycardia pacing (atp) therapy delivered to convert an arrhythmia. Review of the stored electrogram confirmed the atp was inappropriate due to oversensed noise on the right ventricular (rv) channel. Further in clinic assessment of the rv lead could be performed if clinically appropriate. The system remains in service and no adverse patient effects were reported.